Manufacturer narrative:
Synergy ous mr 2.75 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Struts 1-3 from the proximal end of the stent were misaligned; struts 4 and 6 from the proximal end were lifted and pulled distally. The crimped stent od(outer diameter) of the undamaged distal section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a kink at approximately 610mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a non-calcified coronary artery. A 2.75 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts flared. The procedure was completed with another 2.75 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a non-calcified coronary artery. A 2.75 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts flared. The procedure was completed with another 2.75 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.